Manufacturer narrative:
Evaluation method code = device history reviewed. Results code: device history reviewed found the product met specifications when released for distribution. Conclusion code: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to tan thrombotic appearing host tissue on the outflow. The free margins of all cusps and a section of the lunula of the right cusp were slightly stiff but flexible, small tears in the tunica of the all cusps adjacent to the margin of attachment and inferior coaptive areas were noted. This finding suggests the removal of host tissue, likely during the explant procedure. All commissures were intact. There was thick thrombotic appearing host tissues filling and stiffening the right cusp on the outflow and the non-coronary and left cusps on the outflow. Pannus overgrowth appeared to have been attached to the inflow of all cusps prior to, and removed during explant. Radiography shows no evidence of mineralization on the valve tissue. Conclusion: reduced performance of the valve attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to stenosis. At explant, the leaflets were reported to contain thrombus and pannus overgrowth. The valve was successfully placed with no adverse patient effects.